Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The date of event is an approximation. On 03/30/2025, it was reported by the parent that the pediatric patient experienced signal loss occurring 3 plus hours on multiple devices. The patient uses insulet omnipod5 in modified closed loop. The patient was brought to emergency room by her parent because she was not responding. The glucose reading using a bg at 5:30 am on (B)(6) 2025 was 20 mg/dl while the dexcom was showing signal loss. No description of the display devices (alerts or alarms) during that time. While at home, the parent gave a glucagon nasal spray to the patient and when they arrived in the emergency room (ER) the glucose rose to 100 mg/dl. The patient was discharged after a few hours without additional medication. She was okay during the call. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.